Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that patient's cervical ipg was flipping in the pocket due to recent weight loss. In turn, surgical intervention was undertaken wherein the ipg pocket site was relocated on (B)(6) 2019. Postoperatively, issue has reportedly resolved.